Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. H6 code of 4581 was chosen to capture the event of buried bumper syndrome. Buried bumper syndrome is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in romania underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced peri-stoma pain and erythema for 5 days. On an unknown date, the patient was evaluated by the physician for a suspected buried bumper syndrome. The patient was hospitalized and underwent an endoscopy during which buried bumper syndrome was found. It was reported that the patient's internal bumper was not completely embedded in the gastric mucosa, and the patient's tubing was removed and a new peg tube was placed. It was reported that the patient was treated with nexium 40 mgs twice a day.